Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter during an unknown procedure the device broke. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.